Event description:
Case description: this initial device case report was received on (B)(4) 2014 from a healthcare professional in the united states who called (B)(4) regarding a device issue with inomax dsir# (B)(4). The device was not in use on a pt at the time of the device issue. A failed no sensor and sample line/filter block alarm was reported. The failed no sensor alarm occurred while performing the low calibration. The sample line/filter block alarm occurred at device start up. Upon removal of the water separator cartridge, a white powdery substance was found at the same pump. Inomax dsir #(B)(4) was removed from service and returned to ikaria for service investigation.

Manufacturer narrative:
Device issue with inomax dsir #(B)(4)(complaint-(B)(4)). The device investigation was completed on (B)(4) 2014. Inomax dsir #(B)(4)was returned to the MFR for service investigation. Regional service center (rsc) service log review confirms the reported complaints. The log review also confirms that the reported no (nitric oxide) sensor failed alarm was preceded by a delivery failure alarm due to monitored nitric oxide (101ppm > 100ppm) and failed low nitric oxide calibrations with low points (924) above the maximum allowed 655; consistent with nitric oxide cell failure. The rcs investigation cleared the nitric oxide cell alarm with low nitric oxide calibration, but replaced the nitric oxide cell due to the logged entries. No delivery failures occurred during the rcs investigation. Following replacement of the nitric oxide cell, a full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was nitric oxide calibration low counts above maximum. This condition will be tracked and trended under (B)(4)'s quality system. The device was no in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past and resulted in a serious adverse event (MDR 3004531588-2013-00022).